Event description:
It was reported that the drill over-heated. There was no delay in the procedure reported and no adverse consequences associated with this event.

Manufacturer narrative:
The drill was received by the MFR, however the complaint could not be replicated. Based on the results of the device eval, the drill performed according to all specifications and was returned to the user facility.